Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a recall notice about the scroll wrap feature. No blood glucose reading was given. She stated that she did not request the scroll wrap feature. Nothing further was reported.